Manufacturer narrative:
Device is a combination product. (B)(4)

Event description:
It was reported that vessel dissection, partial stent deployment, and stent fracture occurred and removal difficulties were also encountered. Vascular access was obtained via the femoral artery through antegrade approach with a 6fx11cm non-bsc sheath. Also a contralateral access from the other femoral site was obtained using a 7fx55cm non-bsc sheath; however it failed to intervene due to steep bifurcation and scar tissue from previous surgical interventions. The target lesion was located in the superficial femoral artery (sfa). After the sheath was put in place, a wire was advanced through the heavily calcified sfa. However, the wire was not able to get through the lumen the whole way through and had the wire re-entered somewhere in the distal sfa or popliteal artery. A 0.035 crossing catheter was advanced through the diseased area and was switched out to a 0.014 wire. Predilation was performed with a 4mmx220mm coyote balloon catheter. The physician changed the wire to an 0.018 wire and predilated the lesion with a 5mmx220mm sterling balloon catheter. A 0.035 catheter was then advanced through the diseased area then had the wires was changed to a 0.035 non-bsc guidewire. A 6mmx200mmx130mm innova self-expanding stent was advanced down the distal sfa; however the device failed to advance further. The stent was deployed with the intention of opening the area and getting back through the stent to deliver another stent distal to the 6mmx200mmx130mm innova self-expanding stent. Resistance was noted as the thumbwheel was used and a loud 'pop' was heard at the deployment handle and the stent stopped deploying. Approximately 30mm of the stent deployed. The physician then began to pull the stent deployment system out of the sheath in hopes of getting the stent to come with it. However, the stent stretched out and resistance on the catheter was met at the sheath. The physician continued to pull the delivery system out. The device was removed but the remaining portion of the stent that had not deployed previously was in the sheath. Numerous attempts were made with balloons from the contralateral access site to push the stent out of the sheath and back into the intravascular space but was unsuccessful. A surgeon was called to do a cut down on the patient's groin to remove the sheath and portion of the stent that was in the sheath. There was still a good portion of fractured and stretched out stent left in the patient's sfa. Several attempts to get a covered stent past the fractured stent with no success. Several dilatations were performed after failing to get another stent to pass successfully. The patient had good flow but there was definitely areas of dissection distal to the treated area that were of concern for future patency. The surgeon closed the surgical site. No further patient complications were reported and the patient was doing fine. The physician plans to bring the patient back after he has time to heal from the procedure and attempt another intervention to get a covered stent through the fractured innova and distal to the stent to provide longer term patency.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The shaft, inner shaft and the handle assembly were checked for damage. The outer shaft was kinked at the nose cone. The outer shaft was also kinked in 2 places 1 at 59cm from the tip and the other at 67cm from the tip. The inner shaft was kinked at 24cm from the tip. The stent was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the blue pull rack was not pulled back until the audible pop was heard. It was then attempted to deploy the remainder of the stent, but the stent failed to deploy. The entire system was completely removed from the patient's body and it was noted that the previously deployed and stretched portion of the stent had ended up in the sheath.